Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm masters series aortic valved graft was chosen for implant for a bentall procedure. After procedure, it was found the valve lobe could not open and close well. A decision was made to replace the mechanical flap and to manually suture the artificial blood vessel back in. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of the valve leaflets not opening and closing correctly were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 23mm masters series aortic valved graft was chosen for implant for a bentall procedure. After implant, it was found the valve lobe could not open and close well. It was reported leaflet function was tested with a rubber hose. A decision was made to explant the valve and replace with a 23mm non-abbott mechanical valve. It was reported the explanted valve was tested again for leaflet functionality and found to have normal functionality. The replacement mechanical valve was implanted and the artificial blood vessel was manually sutured after being removed from the masters valve. It was reported there was a clinically significant delay in the procedure but the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable and discharged.